Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the rubber stopper remained in tube (stopper/shield separation). The following information was provided by the initial reporter. The customer stated: the tube ref 367953 lot 2175200 (expiry date: 31/12/2023) had the stopper sideways and remained in the tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper stopper assembly was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of improper stopper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper stopper assembly. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the rubber stopper remained in tube (stopper/shield separation). The following information was provided by the initial reporter. The customer stated: the tube ref 367953 lot 2175200 (expiry date: 31/12/2023) had the stopper sideways and remained in the tube.